Event description:
It was reported that during an access pathways/wpw procedure, the curve of the navistar catheter did not deflect correctly when it came out of box. During retrograde access to the mitral valve, the physician would lose the position during deflecting the catheter. After several minutes, he exchanged the catheter for a same curve catheter. He got the catheter into position after exchange. After ablating the left lateral pathway, another septal was seen on egm. He took out a smaller curve navistar catheter to ablate the septal pathway in the retrograde approach. Somehow, during the maneuver across the aortic valve into the lv the physician felt that tip didn't release well. He also had a hard time removing the catheter from the body. Once the catheter was removed from the body, another catheter was exchanged and used for the septal pathway. The case was completed without any patient consequence.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed .the device history record was reviewed, it was identified that 2 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 2 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated visually and for deflection characteristics and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.